Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: device requested for return but not provided.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to laboratory results using tromborel s siemens reagent. On (B)(6) 2018 the meter result was 4.8 inr and within two hours the laboratory result was 2.97 inr. On (B)(6) 2018 the meter result was 4.2 inr and within two hours the laboratory result was 3.2 inr. On an unspecified date, the meter result was 4.3 inr and within two hours the laboratory result was 3.19 inr. The customer's therapeutic range is 3 - 3.5 inr. There was no allegation of an adverse event. The customer's test strips were requested for return but were not available. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Other relevant history were updated.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.